Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 549mg/dl. The customer was assisted with manual injection. The pump was found to be operating as designed. The customer states they were hospitalized for high blood glucose. The customer states their levels had been over 700mg/dl. The hospitalization was documented. The customer was advised to monitor the device and call back if issues persist.

Manufacturer narrative:
Additional information was received after the initial report was submitted. The information has been provided with this report.

Event description:
It was reported via phone call that the customer called back regarding a hospitalization already reported on (B)(6) 2016. The customer stated he was hospitalized for 13 days with high blood glucose of over 700mg/dl. The customer stated he suffered brain damage and short term memory lost. Customer called just to make sure this information is being documented. In the initial call there was troubleshooting performed, and then customer terminated call.